Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
H10. Additional manufacturer narrative; the labeling non-conformance / deficiency does not impact the identity, performance, or safety of the device. The identity is not impacted because the model, size, and serial number were printed correctly. With respect to sterilization, if the sterile barrier is not compromised (still intact), the risk is low for increased bioburden. A compromise to sterility would only occur if there was package/seal damage or degradation of the package materials (tyvek tray lid). Several studies have demonstrated the integrity of the tyvek lid/polycarbonate tray package and its ability to maintain sterility of the contents. Therefore, if the sterile barrier has not been compromised, we would not expect the internal ring product not to be sterile. Therefore, the risk for the patient of being implanted with a ring, even 2 years after the expiration date, can be considered as negligible. This was determined to be an isolated event. Awareness training was performed to the manufacturing personnel. The cause of the event cannot be determined.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. An investigation is underway and a supplemental MDR will be submitted as new information becomes available. Customer report was confirmed. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that there was a mistake in the expiry date indicated in the labels of a ring 30mm mitral ring. This issue was detected by the dealer. As reported, the manufacturing date printed on the source and (B)(6) supplemental label of this ring was january 11, 2018, while the expiry date indicated november 04, 2025 (shelf life of 7 years).